Manufacturer narrative:
The user facility contacted steris as the hexavue integration system would not turn on. A steris surgical representative then instructed the user facility to unplug the hexavue integration system from the iso puck and plug it directly into the wall. Following the reported event, a steris service technician arrived onsite to inspect the hexavue integration system and found that the iso puck required replacement. The purpose of the iso puck is to deliver clean and constant power from the wall outlet to the hexavue integration system, and to prevent current leakages or spikes in current. The iso puck subject of the event will be returned to steris for evaluation. The user facility will be provided with a replacement iso puck. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their hexavue integration system would not turn on. There was a procedure delay as user facility personnel connected the hexavue integration system directly into the wall outlet to complete the procedure. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Contrary to initial mrd, the iso puck subject of the event was not evaluated by steris for further investigation. The user facility has elected to continue use of their hexavue integration system without a replacement iso puck. The hexavue integration system is fully functional without an iso puck as it can be plugged directly into the wall. The device history record was reviewed and confirmed that the hexavue integration system was manufactured according to specification. No additional issues have been reported.